Manufacturer narrative:
Follow-up # 1 (10/20/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. A secondary issue was also noted: the meter was found to have a low/ dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have been returned; lfs will evaluate it/them and inform FDA of the results in a supplemental report; 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter delays before displaying reading and issue was not resolved with troubleshooting.